Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the issue by administering a correction injection via multiple daily injections and did not require emergency assistance, although normal third-party assistance was received. Technical support provided instructions for resetting the pump, which was completed successfully, and the malfunction did not occur again. The customer was advised to continue using the pump and to contact support if the issue recurred.